Event description:
A (B)(6) pt undergoing breast reconstruction post mastectomy. Surgeon noted that the skin stapler was not working correctly - the staples were "splayed". No harm to the pt or undue delay in the surgery. A new instrument was opened and the procedure was completed without further interruption. (B)(4).